Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) exhibited noise. Programming adjustments were considered; however, the noise amplitude was too high to be mitigated by reprogramming. No intervention was performed. The patient experienced no adverse effects.